Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the customer was instructed to call back if the malfunction code recurred; the pump continued to function without issue following the reset.